Manufacturer narrative:
Multiple attempts for product return have been made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported the speaker was faulty. It was noted the sound was silent. The visual display was working properly and the unit was still able to monitor spo2 values. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided visual alarms but unable to alarm audibly. The speaker was found to be defective. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.